Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The caller reported that this has occurred with every 2nd infusion set from this box. The patient was admitted into the hospital for hyperglycemia and was treated with insulin injections. The patient was hospitalized for 2 days.